Manufacturer narrative:
One cadd-solis vip pump was returned for analysis in damaged condition. Upon visual inspection of the pump, the tamper seal was missing, dso seal was bubbled, and the lens was damaged. The event history log was reviewed; no discrepancies were found. A sensor test was performed, and the seal was observed to be bubbled. Based on the evidence, the complaint was confirmed but the root cause is unknown. However, it was found possible that the complaint was caused by probable chemical damage.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream sensor bubbled up. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.